Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio2 meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on an unknown date he obtained a result of "110mg/dl" which he felt was inaccurately high in comparison to a result of "68mg/dl" obtained on a onetouch vita meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for accuracy. The patient manages his diabetes with "three insulins daily" and consumed less food or drink in response to the alleged issue, however could not specify when. The patient denied developing any symptoms or receiving any medical treatment as a result of the meter issue. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan's criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for an acute exacerbation of either of these conditions. This complaint is being reported as the alleged issue was not resolved with troubleshooting.